Manufacturer narrative:
H6 method code changed to 4114 based on updated information.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg implant site after losing weight. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned resolving the issue.